Manufacturer narrative:
Farid, y. R., thakral, r., & finn, h. A. (2015). Intermediate-term results of 142 single-design, rotating-hinge implants: frequent complications may not preclude salvage of severely affected knees. The journal of arthroplasty, 30(12), 2173-2180. Doi:10.1016/j.arth.2015.06.033 the product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "intermediate-term results of 142 single-design, rotating-hinge implants: frequent complications may not preclude salvage of severely affected knees". The article indicates 7 symptomatic knee fusion requiring disassembly and rotating hinge reconstruction (4 patients had history of infection prior to fusion) on an unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to parent record.

Manufacturer narrative:
This supplemental report is being submitted to relay that this is a correction to report a duplicate of MDR report 1825034-2015-04261.